Event description:
It was reported that the patient¿s dexcom g7 continuous glucose monitor (cgm) was paired to the dexcom app but failed to pair with the ilet bionic pancreas, resulting in intermittent communication between the systems; troubleshooting guidance to toggle the sensor setting on the ilet led to successful pairing. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between the ilet and the cgm, with the problem localized to the device¿s communication pathway, including the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.